Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional and via manufacture representative regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient had a colonoscopy the week of the report, diathermy was used, and the patient is now experiencing some problems. Additional information was received from the healthcare professional that the patient had the colonoscopy and diathermy on (B)(6) 2018, and the patient was having issues since then. The patient was experiencing urgency and pain/pressure at the implantable neurostimulator (ins) site that goes across their back. It was noted that the ins was turned off prior to the colonoscopy and was turned on afterward. As far as they know, it is still on. It was also mentioned that the patient hasn't been seen yet but the patient was scheduled for an appointment on monday after the report. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
Continuation of d10: product ID 3889-28, lot# va1f18f, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that patient reported needing to have their lead replaced after their last colonoscopy in (B)(6) 2018. Caller said shortly after the colonoscopy it "blew the lead." Caller inquired about electrocautery for another colonoscopy that the patient needs. Agent reviewed compatibility guidelines and emailed caller.